Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon. The entire stent was damaged with stent struts stretched and misaligned. A visual and tactile examination found no issues with the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure. A visual and tactile examination found a kink 67.8cm distal to the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2016. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 2.25 x 28 synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the stent detached and was damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was intentionally detached from the stent delivery system after the device was removed from the patient's body and was disposed.